Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). Maquet cardiopulmonary (B)(4) has received the oxygenator for evaluation. The investigation is still pending. Results out of the investigation are not available yet. A supplemental medwatch will be submitted when additional info becomes available.

Event description:
Description from the incident report: after starting perfusion there was a blood leakage noticed out of the gas outlet port of the oxygenator. Oxy was fully functional in terms of oxygenation and ventilation. No change out was needed during this problem. Total blood loss was estimated around 1 drip/min. No hazard situation in patient care was reported. (Please (again) investigate this matter, and inform our customer why, how and when this will be solved). (B)(4).